Event description:
Consumer complaint of low blood glucose results. Customers states fasting readings are 100-110 mg/dl. Results in memory are as follows: 84 mg/dl, 85 mg/dl, 116 mg/dl, 119 mg/dl, 29 mg/dl, 76 mg/dl, 69 mg/dl, and 71 mg/dl. No adverse event reported.

Manufacturer narrative:
Product not yet returned for eval. (B)(4).